Event description:
It was reported that this implantable cardioverter defibrillator delivered inappropriately anti tachycardia pacing and 8 shocks due to supraventricular tachycardia. Device remains in service. No further adverse patient effects were reported.